Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported advantage system blood glucose results of lo, which on the system indicates a result less than 0.6 mmol/l, and hi, which on the system indicates a result in excess of 33.3 mmol/l, within 10 minutes. Reported a comparison from the previous day of 20.3 mmol/l and 7.1 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.